Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted that a competitor guidewire was stuck in the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the left ventricular lead was positioned without difficulty, but then the guidewire became bent at the tip of the lead and was stuck. The lead and guidewire were removed together, and another lead was implanted. No patient complications have been reported as a result of this event.